Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported lamp replacement and poor or no illumination. Event details and patient involvement are unknown. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The illuminator controller printed circuit board (pcb) and the floating connector pcb were replaced to resolve the issue. The display interface pcb was also replaced, but was unrelated to the reported event. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming illuminator controller printed circuit board (pcb) and the floating connector pcb. The manufacturer internal reference number is: (B)(4).